Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional information was requested, the following was obtained: hi, please open the foil and you will find a faulty w9918, this is the reason, we could not find the lot number. The hospital had initially reported it wrong and discarded the foil of the w9918 and put it in the foil of vp2304. I have two faulty products which needed complaints where I recieved the notice from the hospital on 27th and 28th of september. I had received further details about the complaints on the 29th of september, so I tried to update the details through the website and accidentally created a third complaint. I had only noticed it today, please let me know what the process is to clear it back to only two complaints. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Facility- (B)(6) hospital. Address- (B)(6). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one winding former with a suture and one paper lid were received for analysis. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since the process of degradation began. This condition likely caused the detached needle. In addition, the time of exposure of the suture to the environment could not be determined. Per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the evaluation of the returned product suture degradation was observed. Suture and needle of 4-0 vicryl rapide, had come apart from each other when the foil was opened. There were no patient consequences reported. Additional information was requested.